Event description:
It was reported that stent damage occurred. The 99% stenosed target was located in the moderately tortuous and moderately calcified unknown artery. A 3.00 mm x16 mm promus element stent delivery system was advanced but the device was unable to cross the lesion. When the device was removed from the patient, the distal end of the stent was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).